Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and the results of the returned device analysis, a cause for the reported unintended movement associated with clip opening during efaa could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).h6: codes erroneously removed in previous report. 3026 added to reflect the reportable event of the device opening while establishing final arm angle which is included in the safety notice.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported a triclip procedure was performed to treat mixted tricuspid regurgitation (tr) grade 4+. The triclip was inserted and grasped the anterior/septal leaflets. Visualization was good, and the clip began deployment sequence. During the first establishing final arm angle (efaa) attempt, the clip began to open while turning the arm positioner from fully closed to neutral. Troubleshooting was performed but was unsuccessful. The clip was removed from the patient and replaced. The replacement device performed successfully and was deployed without issue, reducing the tr to grade 2. There were no patient consequences or clinically significant delay. No additional information was provided.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported a triclip procedure was performed to treat mixted tricuspid regurgitation (tr) grade 4+. The triclip was inserted and grasped the anterior/septal leaflets. Visualization was good, and the clip began deployment sequence. During the first establishing final arm angle (efaa) attempt, the clip began to open while turning the arm positioner from fully closed to neutral. Troubleshooting was performed but was unsuccessful. The clip was removed from the patient and replaced. The replacement device performed successfully and was deployed without issue, reducing the tr to grade 2. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Report was erroneously submitted. Device is a triclip, which is not approved in the united states.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported a triclip procedure was performed to treat "mixed" tricuspid regurgitation (tr) grade 4+. The triclip was inserted and grasped the anterior/septal leaflets. Visualization was good, and the clip began deployment sequence. During the first establishing final arm angle (efaa) attempt, the clip began to open while turning the arm positioner from fully closed to neutral. Troubleshooting was performed but was unsuccessful. The clip was removed from the patient and replaced. The replacement device performed successfully and was deployed without issue, reducing the tr to grade 2. There were no patient consequences or clinically significant delay. No additional information was provided.